Event description:
It was reported the ipg is unable to communicate with external devices. The pt did not follow the charging requirements. As a result, the ipg is depleted.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.